Event description:
When surgeon removed the "vcare" part # 606085201a from the vagina cavity, a piece detached from the vcare (green cone). Pieces were eventually removed from vagina and abdomen. Checked piece with a new vcare piece, and it seemed complete. The pneumo-occluder was not used for this procedure.